Event description:
The customer reported to customer service that the housing on the power supply had become damaged, exposing copper wiring and had sparked. The customer also stated there was no spark, flame, or injury.

Manufacturer narrative:
The customer was sent a replacement power supply. In f/u with the customer she stated that the power had a breach in the housing, and that there was sparking where the transformer and the cord meet. Customer also stated there was no fire or burning, and no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.